Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for 10 years and 5 months underwent a valve-in-valve procedure due to minimal opening of only one leaflet, with severe stenosis. The patient presented with worsening dyspnea on exertion. The tmvr was performed successfully with a 29mm 9600tfx transcatheter valve. Post procedure the patient was transferred to recovery without issue. Patient was discharged on pod#2. According to the physician, there was no allegation that the surgical valve prematurely failed. Additional information was received that determined the severe mitral stenosis and minimal opening of only one leaflet was not due to endocarditis but due to thrombus. Per medical records: the patient had 2 recent admissions, the first for an unknown cardiac procedure(11/21) , coumadin was stopped for the procedure. The workup included an echo which showed vegetations on one of her valves. The patient was discharged on eliquis, and immediately developed left foot swelling, the cellulitis, was treated with antibiotics but her symptoms worsened. There was no evidence of infection, antibiotic therapy was changed to vancomycin and ceftriaxone and ID consulted. An arterial venous u/s was negative. The pre tmvr procedure showed severe bioprosthetic mv stenosis, mild to moderate bioprosthetic aortic valve stenosis with preserved ef of 60%

Manufacturer narrative:
Manufacturer narrative: updated sections: h6 investigation findings, and investigation conclusions. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Corrected data: section h6 device code(s): eliminated code 1153 degraded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.